Manufacturer narrative:
The pump was received with all operating currents within specifications and passed the functional testing including the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. Unable to download to care link pro due to several alarms at the alarm history file that were due to a corrupted history file. The pump passed the unexpected restart error and self tests. No rf pic failed alarms during testing noted. The pump had minor scratches on the lcd window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed an unexpected failed radio frequency alarm. The customer's blood glucose reading was unknown at the time of incident. The customer was advised that the device would be replaced and to return the product for analysis. No further details given.